Event description:
Caller states that the patient tested 6.6 inr while a comparison lab returned as 3.2 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.